Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customers was not confirmed. However, during the device evaluation it was confirmed that the device displayed an error code 151. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event (wireless foot switch does not connect with the soltive laser) was unable to be reproduced during the device evaluation. Based on the results of the investigation, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to olympus for evaluation. Evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use the wireless foot switch does not connect with the soltive laser. There were no reports of patient harm associated with this event.